Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, the proglide device was used to close a puncture exceeding 24f. It should be noted that the proglide instructions for use (IFU) states: for access sites in the common femoral vein using 5f to 24f sheaths. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. It is unknown if the IFU deviation contributed to the reported difficulty. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494: indication for use. B5 the additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 6fr sheath hole prior to an interventional leadless pacemaker procedure. Reportedly, everything came out when the device was removed with three proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 25fr sheath and the leadless pacemaker procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.